Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens scratched , therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was scratched. There was patient contact and procedure is completed. Additional information has been received that the lens was halfway implanted the surgeon advanced the injector which caused the scratch. Lens was explanted during initial procedure. There was no patient harm reported.